Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload partially fired with the interlock engaged, the jaws were open, and staple pushers were visible at the 3-centimeter (cm) cut line. For functional testing, the reload was successfully loaded into a medtronic representative powered handle and instrument, recognized by the handle, and underwent clamping and unclamping. The interlock was overridden to apply the reload to test media, resulting in complete staple placement and a clean transection. The reload interlock was also tested and confirmed to function correctly. It was reported that during stapling of the stomach, after firing, the surgeon thought that it reached its end; when the stapler was opened, it was found that the staples were visible in the center of the reload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if a system limit is hit during firing. The evaluation detected an unreported condition of deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. This issue may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling of the stomach, after firing, the surgeon thought that it reached its end, when the stapler was opened, it was found that the staples were visible in the center of the reload. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10. Concomitant product: sigphandle, sig power sigphandle handle (serial# unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.